Event description:
Customer stated that the infusion sets are not working for him. The infusion sets bend. Customer stated he was hospitalized twice because of the issue. The current blood glucose reading is 275 mg/dl. Customer will treat with a bolus. The blood glucose reading at the time of the event was 475 mg/dl. Customer stated that the insulin pump did not delivery insulin. The insulin was leaking outside the body. Customer stated that infusion was leaking. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.